Event description:
On 11.05.09, covidien was informed of a customer who had an issue with a heparin prefilled syringe. The attorney alleges that at the end of 2007 and early 2008, the patient, who was pregnant, took heparin purchased from a pharmacy. Upon information and belief, on at least one occasion, the heparin administered to the patient was contaminated heparin. Shortly thereafter, it is reported that the patient began to experience adverse reactions consistent with the adverse reactions associated with contaminated heparin and resulted in the premature delivery of the patient's son on (B) (6) 2008.

Manufacturer narrative:
(B) (4). An investigation is currently underway. Upon completion, the results will be forwarded.